Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. The soft cannula was observed to be stretched with a tear on the exposed portion of the soft cannula causing a fluid leak. No other damages or defects were found that would affect the delivery of insulin. It is unknown when or how this damage occurred and if it contributed to the reported event.

Event description:
It was reported the patient's blood glucose levels rose to 420 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). As treatment, the patient changed out the pod.